Event description:
It was reported that the patient's incision site is slightly red and has pus and is oozing and since the sutures came out. The implantable pulse generator (ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.